Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. An iso-setting test has been performed. A retain sample of the batch has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual cement paste temperature and hardening time has been noticed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A review of the raw material certificate confirmed no abnormalities or deviations. A review of the sterilization certificate confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. It was reported that procedurally, measures were taken to take into account the risk of cement shock, but a pulmonary embolus was discovered a short time after the stem was inserted and cemented. The physician's opinion is that the cement insertion accelerated pulmonary embolization in the patient, although risk factors may include antibiotics and intraoperative control by the anesthesiologist. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a bipolar hemiarthroplasty due to a femoral fracture, the patient experienced a pulmonary embolism which eventually led to death. It is unknown if the reported bone cement caused or contribued to the reported event. Due diligence is in progress for this complaint; to date no additional information or product has been received.